Event description:
It was reported that during the procedure in the diagonal artery, after predilatation, multiple unsuccessful attempts were made to advance the rx mini vision stent system. The inability to advance the stent system was due to vessel characteristics. After the multiple attempts to advance, an attempt was made to remove the stent system from the anatomy and the stent dislodged from the balloon. The stent remains free floating in the distal diagonal artery. There was no intervention to retrieve the stent or compress the stent. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the calcified anatomy contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have subsequently led to the stent dislodgement during removal of the stent delivery system (sds). The dislodged stent remains in the patient anatomy. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.